Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the downstream occlusion seal was separated from the plate. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation found the downstream occlusion seal to be separating from the plate. The event occurred during testing.